Event description:
Post partum tubal ligation. Pt became pregnant and had another c-section and tubal ligation. At that time the clips appeared to be in normal position.

Event description:
Add'l info rec'd from MFR 6/15/01: the filshie clip is an implant and was not available for investigation. It is important to note that the MFR, femcare, strongly recommends the applicators used for the procedure are to be serviced/calibrated annually or every 100 procedures. It was noted that 2 applicators had been purchased in 4/98, and 4/99, and had never been serviced, the direction to proceed was to retrieve these applicators and forward them to femcare for investigation. It is also important to note the failure rate is 1 to 3 per 1000 and is higher for post partum procedures at 7 to 9 per thousand.